Event description:
It was reported that an electrocardiogram (ECG) showed atrial undersensing. Interrogation of the device revealed no undersensing. A company representative ensured the undersensing was not positional and that the ECG was not obtained at a time when the device was being checked. No further atrial undersensing was noted and the right atrial lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.